Event description:
The customer reporter that while the unit was in use on a pt, the unit failed to autofill and then displayed "autofill failure", "low vacuum", and "maintenance required, code #2" messages. The pt was switched to another unit and therapy was continued. No pt injury was reported.